Manufacturer narrative:
(B)(4).

Event description:
It was reported that the endotracheal tube which the patient had been intubated with had a hole in it allowing air to escape. The hole was reportedly not in the cuff but in the tube itself - where the suction tube enters the side of the endotracheal tube. The patient was reintubated without any reported harm or injury.